Event description:
While performing the procedure, the tip of a drill bit unexpectedly broke off in the patient's femur, and a larger incision needed to be made in order to retrieve it. The piece was recovered and retained for further inspection. The procedure continued as planned without any further event. The drill bit was in a consignment tray which is maintained by the orthopediatric rep. The drill bit should be a one time use item. The surgeon was able to retrieve the broken piece of the drill bit, which was approximately a 2" piece which broke off the tip of the bit and both pieces were accounted for. When this tray is used, the operating room (or) personnel are supposed to throw out any used drill bits as they are one time use only. These items are difficult to clean and therefore are disposable. The sterile processing department (spd) staff would not clean these items if they came but would dispose of them. Reviewed with all spd team members the need to double check all drill bits for orthopediatric set and dispose of any that have been inadvertently sent to the spd decontamination area used, with the tray. Will review with the vendor their efforts to ensure that the drill bits are disposed of at the end of the case by the or personal.